Manufacturer narrative:
Visual inspection of the returned product found the lens optic torn. One haptic was torn with a piece torn off and missing. The lens was returned in liquid. Based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens, +21.5 diopter, and the lens tore. The lens was removed with no patient injury and was replaced with a three piece lens.